Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three inappropriate shocks due to atrial driven rhythm. Technical services (ts) reviewed the episode and discussed to consider turning off the atrial tachy discriminators and use the rhythmid morphology only. The ICD remains in service. No additional adverse patient effects were reported.